Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 078. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: call service 078-0008 alarm observed in the black box and alarm history. Pump powers on properly with no alarms. Rewind, load and prime steps performed successfully. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Opened pump. Evidence of moisture corrosion on motor flex connector. (B)(4). Correction to serial #.